Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 57.372, synthes lot # 4519451, supplier lot # 4519451, expiration date: na, release to warehouse date: 06 dec 2002, manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service history review: no service history review can be performed as part number 357.372 with lot number(s) 4519451 is a lot/batch controlled item. The service history review is unconfirmed. Service and repair evaluation was performed. The customer reported the top piece was not secure. The repair technician reported the inserter was burred, and the alignment indicator pin was broken and scarred. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2017 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the top piece is not secure on the helical blade inserter. This was discovered in the sterile processing department (spd). There was no patient involvement. During the manufacturer¿s investigation process of the returned device it was discovered that the inserter was burred, and the alignment indicator pin was broken and scarred. This condition was reevaluated and determined to be reportable on (B)(6) 2018. This report is for one (1) helical blade inserter. This is report 1 of 1 for complaint (B)(4).